Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
2014 right hip replacement with stryker. 2017 left hip replacement with stryker. Update: as per patient, she had a right tha done (B)(6) 2013 about four months after surgery she couldn't walk during pt, she started to experience pain, has no balance. Patient has to use a walker. Patient would like to know if her implants are part of a recall. Patient is seeking assistance with revision surgery.